Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Serial number not available. Part not returned to manufacturer. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure, with no patient present. It was reported that the site was experiencing touch screen issue with the system. They tried re-installing the ent software but the problem persisted. They also tried touch screen calibration also with no success. The system reportedly did not respond when using a mouse either. There was no patient present during this event.